Manufacturer narrative:
Additional narrative: during pre-repair assessment performed by a technician, functional testing was performed and revealed the bearing was not functioning properly. This was contributed to normal wear. (B)(4).

Event description:
Report from synthes (B)(4) service and repair reports an event in (B)(6) as follows: device failure. Device defective. No additional information was provided. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis device is an instrument and is not implanted/explanted. Service and repair evaluation as follows: no service history review can be performed. The item has not been in for service. There is no information relevant to the current complained issue. Placeholder.